Event description:
Same case as MFR#6000093-2007-01960. It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The lesion was located in the proximal, mid, and distal right coronary artery (rca). There was no calcification and no tortuousity. During preparation, a 3.50x32mm liberte bare metal stent came off of the balloon when the technician removed the stylet. The physician pulled another of the same size stent to complete the case. Later in the same case, the technician prepped the 3.50x12mm liberte bare metal stent with a long wire outside the body, and the physician inserted the stent delivery system inside the pt. Then the physician decided against the long wire and pulled everything out and noticed that there was no stent. The physician was unable to find the stent. The physician pulled another of the same size stent and deployed it in the rca, as well as a 3.50x16mm stent of unk type in the distal rca. The pt condition is listed as fine. Further information hsa been requested but has not been received.

Manufacturer narrative:
Device analysis. The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.